Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high capture threshold and low sensing were noted. Via fluoroscopy it was observed that the lead had dislodged. The lead was extracted and replaced. All electrical values with the new lead were good. The patient condition was good after the event.